Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8711, lot# j11471r26, implanted: (B)(6) 2003, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (10.0 mg/ml at 0.481 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain, other non-malignant pain and lumbar radiculopathy. It was reported the patient's pump was no longer effective for pain. The system initially controlled symptoms, but lost effectiveness. The patients pump provided good pain relief for several years. The patient stated he no longer achieved pain relief with intrathecal infusion and therefore his pump was turned to minimal flow rate last year. The patient wanted the pump removed. The hcp had discussed risks of catheter removal including cerebrospinal fluid (csf) leak, hygroma and spinal headache with the patient. The patient wished to leave the catheter in place and have the pump removed and the catheter tied off in the pump pocket. The clinical diagnosis was pump no longer effective though battery not depleted. The logs hada message of 'pump stopped due to off state' on (B)(6) 2016. The pump was explanted and not replaced on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as possibly related to the device or therapy and the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's pump was explanted due to loss of efficacy. It was noted the pump was intentionally put in "off state". The subject was not using the therapy due to lack of efficacy.